Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a generator replacement surgery, the new intended to be implanted generator was unable to be interrogated. The explanted generator was interrogated ok. After visual inspection of the new generator, a bulge was seen in the generator case. It was noted that the generator was stored according to labeling and there was no known damage during transport to or at the hospital. Device history records were reviewed and showed that the device passed final interrogation during manufacturing as well as all inspections and electrical tests. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The suspect product was received by the manufacturer and is pending product analysis completion.

Event description:
Product analysis was completed on the suspect product. The generator would not communicate so an interrogation, a system diagnostic test, measured output voltage, vbatt calculation, and a comprehensive, automated electrical evaluation (fet) could not be performed. The generator was opened and the battery voltage was measured, 0.828v which confirmed an eos condition. A comprehensive, automated pcba electrical evaluation was performed. A bulge in the generator indicated a swollen battery. X-ray images showed loose foreign debris within the case, which is suspected to be a piece of excess feedthru wire. The excess wire caused the generator to have a short circuit, causing a rapid discharge of battery current. During manufacturing, excess feedthru wire is clipped off prior to soldering the battery to the pcba and the clippings are discarded. In this case, the clipping likely landed on the device following clipping and was not discarded. No communication was due to eos condition of the battery which appears to be caused by an internal short, high current event that drained/damaged the battery. There was no performance, or any other type of adverse conditions found with the pulse generator. Data dump was reviewed and no anomalies were observed. No additional anomalies were seen in the product analysis worksheet.